Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery even after the infusion set was changed. The customer's blood glucose was 159 mg/dl. The customer declined to return the insulin pump for analysis.